Event description:
It was reported that the patient experienced inadequate stimulation. It was noted that the spinal cord stimulation (scs) leads had high impedances. The patient underwent spinal cord stimulator (scs) replacement procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081009. UDI: (B)(4).